Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a and b samples were tested for accu tni and results of 93.81ng/ml and 88.87ng/ml were obtained respectively. The original samples of both patients were re-tested for accu tni and the repeated results were in the same clinical range: 96.13ng/ml for patient a and 86.20ng/ml for patient b. The accu tni results were reported out of the lab. The customer indicated that both patient samples were sent to a reference lab for troponin testing and results were "negative (normal)". However, actual results were not provided. There was no patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc performed prior to the event was in range. Qc was conducted after the event and low level failed high. Three other qc levels resulted with "no valve" and sys flags. System check performed in 2007 passed. System check conducted after the event failed. The specimens were collected in an ER, using bd, lithium heparin plasma, 7ml plastic tubes and centrifuged at 3,800 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab on three dayslater: the fse performed a preventive maintenance (pm) to the instrument (there is no information why pm was performed). The fse found the instrument had an aspirate problem which flooded the wash read carousel. The fse verified the instrument was running to published specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.